Manufacturer narrative:
Correction to section d - primary product intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The single port monopolar curved scissors (mcs) instrument was analyzed and found to have a scratched tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Scratches or abrasions to the tube adapter are deemed cosmetic damage. The probable root cause is attributed to damage during use. Excessive contact with abrasive or hard surfaces during tip accessory installation can also cause scratch marks.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
As of the date of this report, the single port monopolar curved scissors tip has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during central processing, single port (sp) monopolar curved scissors (mcs) had damage to the plastic at the top. The procedure was completed with no reported injury.